Event description:
Description from the customer: "hcu 40 is not passing the self test. And showing the following errors: heater card circuit. Safety shutdown cardioplegia circuit." (B)(4). (B)(6).

Manufacturer narrative:
A maquet field svc tech investigated the unit and found the problem with the klixon fuse on the device board of the hcu40. The tech replaced the device board and tested the unit to factory specifications. All test were performed successfully."